Manufacturer narrative:
The hemo-cath was returned for evaluation. Visual inspection confirmed the complaint. When the arterial side is flushed a leak is detected at the connection of the extension line and the luer. A tear is visible on the extension line at the end of the luer. When viewed under magnification the tear appears smooth and straight which is consistent with being cut with a sharp object. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The review showed the device was manufactured and inspected according to specification. The process includes a 100% leak test of the device at the end of the manufacture process. This test would have detected the leak if it had occurred during the manufacture process. The device was implanted for 1 year and 10 months prior to the event. A definitive root cause cannot be determined but is deemed not related to the manufacture process. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the haemodialysis session was observed a semicircular cut on the arterial branch of the catheter. Report indicated the patient lost 20-100cc of blood. The catheter was changed.